Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to increased threshold measurements and decreased pacing impedance measurements which occurred a few days post implant. The physician damaged the lead insulation during efforts to explant the lead. A replacement lead was implanted without further incident. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to increased threshold measurements and decreased pacing impedance measurements which occurred a few days post implant. The physician damaged the lead insulation during efforts to explant the lead. A replacement lead was implanted without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.